Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, the patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, dysfunction, loss of range of motion, nerve damage, foot drop, fractured femur, sores, elevated metal ion levels, metal poisoning and metallosis. Lawsuit further alleges component loosening was present during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's operative notes reports the stem was found loose distally. The head, taper, and stem were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6), 2007. Subsequently, the patient underwent a revision procedure on (B)(6), 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, dysfunction, loss of range of motion, nerve damage, foot drop, fractured femur, sores, elevated metal ion levels, metal poisoning and metallosis. Lawsuit further alleges component loosening was present during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And " loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01954/-01955/-01956).